Event description:
A nurse reported that the surgeon noted the knives were not as sharp as normal and had difficulty penetrating the eye. The case was completed using another knife. There was no harm or injury to the patients.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacture acceptance criteria. (B)(4).